Event description:
It was reported that pump did not hold a charge, required daily charging, and showed large, sudden drops in battery level from fully charged to about half by the end of day. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no additional troubleshooting information was obtained, and situation was documented while customer was out of warranty and in process of renewal.